Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient presented in ER with bilateral leg and lower back pain described as radiating and throbbing. The patient had mild pain around incision and was anxious. An abdominal dx 1 view was taken which showed no acute abnormalities. On (B)(6) 2006 the patient presented in ER with chronic back pain, headache, and elevated blood pressure. A CT head/brain scan was taken which showed no significant findings. On (B)(6) 2007 the patient presented in ER with back pain, chronic pain and high blood pressure. The patient was walking stooped over. On (B)(6) 2008 the patient in ER presented with low back and right hip pain. The patient underwent a x-ray 2 view of the right hip which showed probable subtle early degenerative change of the superior acetabular rim. The patient also underwent a lumbar spine CT which demonstrated post-surgical and degenerative changes of the lumbar spine; broad based disc bulging in addition to portions of the disc from the right central zone through the left central zone meeting the criteria for extrusion. Findings contributed to mild canal stenosis. There was mild bilateral subarticular stenosis without significant foraminal stenosis; at l5-s1 there was a broad-based posterior extrusion of the disc which appeared to just meet the criteria for chronic-appearing extrusion. Disc appeared to just abut the ventral thecal sac and descending nerve roots. There was moderate right subarticular stenosis and mild left subarticular stenosis; mild left foraminal stenosis without significant right foraminal stenosis seen; an interbody fusion was also present and there was had been some osseous ingrowth into the disc plane. Alignment was satisfactory. A lumbar spine x-rays were taken which showed vertebral heights maintained; alignment normal; surgical hardware intact; and some sclerosis of the vertebral bodies l4-5 "apparently related to prior surgery." On (B)(6) 2008 the patient presented in ER with pelvic pain and underwent a pelvic and transvaginal ultrasound which showed two small lesions in the uterus consistent with fibrosis and small cysts on the ovaries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient presented with low back and right leg pain and had the preoperative diagnosis of l4-l5 herniated nucleus pulposus. The patient underwent surgery which consisted of a radical discectomy l4-l5; alf l4-5 with #16 cage; rhbmp-2/acsand anterolateral 48 plate with two 30 and two 25 screws. Per the operative report ".. The disc space was then sized beginning with a #12 and ending up with a #16, which appeared to be the best fit. We began the rasping with a 14 and went on up to a 16 and then placed the #16 cage disc with the bmp in it into the disc space. At this point, we tried a small and ended up with a 14 anterolateral plate. The screws were tapped and then two 30 and two 25 screws were placed. C-arm fluoroscopy was used intermittently to confirm appropriate placement of all instrumentation.. "No patient complications were noted. On (B)(6) 2005 the patient was discharged from the hospital. On (B)(6) 2004 the patient was ordered a comfalign back brace to wear for 6-12 months. On (B)(6) 2005 the patient presented with lower back and left leg pain. On (B)(6) 2005 the patient presented back and leg pain. A MRI showed some bulging at l4-5 disc. The patient received a trigger point injection on (B)(6) 2005 the patient presented with right lower back and left foot pain. On (B)(6) 2005 the patient presented with left leg pain. On (B)(6) 2005 the patient called the doctor's office and complained of left leg and left foot burning. On (B)(6) 2005 the patient underwent an emg which demonstrated evidence of chronic denervation in the left extensor hallucis longus, extensor digitorum brevis, tibialis anterior and peroneus longus muscles. It also suggested the presence of chronic l5 root lesion on the left side. The rest of the electromyography and nerve conduction studies were considered to be within the range of normal variation. On (B)(6) 2005, in a phone conversation with a doctor's office, the patient related that one of her doctors had told her that she has permanent nerve damage. The patient spoke of taking her life. On (B)(6) 2005 the patient complained of lumbar spine and bilateral leg pain. On (B)(6) 2005 the patient presented with pain and was moderately depressed. The patient said she had a ruptured disc. The doctor noted that the patient may have pain disorder with psychological factors due to chronic pain as well as anxiety disorder. On (B)(6) 2005 the patient phoned the doctor's office and complained she was in so much pain she was about to "blow her brains out". On (B)(6) 2005 the patient phoned the doctor's office and reported that she had fallen and hurt herself. On (B)(6) 2005 the patient complained of increased back pain with painful sciatica. The patient reported that they had felt a sudden pain in the leg right before falling the day before. On (B)(6) 2005 the patient complained of lumbar spine, right leg; and occasional left leg pain. The patient also presented with depression. On (B)(6) 2005 the patient presented with back and leg pain and depression. X-rays showed metal to be in appropriate placement. There was no evidence of fusion as yet. On (B)(6) 2006 the patient called the doctor's office and reported being in lots of pain. On (B)(6) 2006 the patient complained of incisional pain and lower back pain. On (B)(6) 2006 the patient complained of lumbar spine pain and right leg pain and numbness. On (B)(6) 2006 the patient presented with depression and back pain that radiated into the right leg. On (B)(6) 2006 the patient presented with depression and nerve damage. On (B)(6) 2006 the patient presented with back and bilateral extremity pain. The patient expressed no relief from iliac injections. It was reported that since the surgery the patient has had persistent pain into the right lower extremity and also developed new pain into the left lower limb. The right side pain went to foot; left sided pain went to the buttocks and posterior thigh. The patient was walking with a limp and using a cane for ambulation. The doctor noted: post lumbar fusion pain with persistent neuropathy pain, bilateral lower limbs. (B)(6) 2006 per the doctors notes the patient presented failed lumbar fusion. On (B)(6) 2006 patient presented pain and received a trigger point block injection. On (B)(6) 2006 the patient presented with post lumbar fusion pain with persistent neuropathic and radicular pain; chronic pain syndrome; and psychological factors affecting physical condition. The doctor noted that the patient was extremely anxious and fearful of becoming paralyzed. The spinal surgery was noted as having given no relief to the patient. On (B)(6) 2006 the patient presented with unresolved back pain and complained of new pain in the right hip which bothered her both at rest and when in motion. The doctor notes that the patient may have grade one avn of the right hip. The patient received a right lumbar trigger point injection. On (B)(6) 2006 the patient called the doctor's office crying and reporting constant pain. On (B)(6) 2007 complained of low back pain radiating into the leg all the way to the foot with associated numbness and tingling. The patient stated she felt she was worse than prior to her back surgery and that the pain was constant, worse with activities, and not relieved by any position or activity. On (B)(6) 2007 the patient presented tenderness the entire lumbar region and entire right leg. X-rays revealed an anterior lumbar interbody fusion with a plate for internal fixation on the left. No complications were noted. The doctor believed there may be significant psychological overlay. On (B)(6) 2007 the patient presented with back and hip pain and underwent a lumbar spine MRI which demonstrated postsurgical changes of the anterior lumbar spine fusion l4-l5; mild disc bulges with articular facet degeneration at l3-l4 thorough l5-s1 which resulted in flattening of the ventral thecal sac and mild neural foraminal narrowing at each of these levels; mild bilateral recess impingement at l4-l5; and small left lateral disc protrusion at l3-l4 contributing to the left neural foraminal narrowing at that level . Compared to a (B)(6) 2005 MRI, the left lateral disc protrusion at l3-l4 was new. Other findings were unchanged. A MRI of the right hip was conducted which showed no evidence for avascular necrosis or other asymmetrical hip joint pathology. On (B)(6) 2007 the patient called the doctor's office and reported she had been in the hospital one week prior for blood pressure. On (B)(6) 2007 the patient complained of back pain and leg pain. It was noted that the pain has caused the patients' blood pressure to go up. The patient received a lumbar trigger point injection. Ap and lateral x-rays were taken with no additional information. On (B)(6) 2007 the patient phoned the doctor's office and complained that they had been in pain all week. On (B)(6) 2008; (B)(6) 2009 the patient presented pain and received trigger point block injections. On (B)(6) 2008 the patient complained that over the previous days of inclement weather she had increased pain in the back going down the right leg. The patient reported having new pain in right groin the patient received a right lower lumbar trigger point injection. Ap and lateral x-rays were taken with no additional information. On (B)(6) 2008 the patient complained of increasing back and leg pain with new pain in left hip. The patient received a received a right lower lumbar trigger point injection. Ap and lateral x-rays were taken with no additional information. On (B)(6) 2008 the patient presented with back and leg paint. The doctor's notes mention the patient had been classified "total permanent disabled". On (B)(6) 2008, in an ER visit, the patient complained of increasing back pain and right leg for the last 24 hrs. The patient had dysaesthesia down right leg, some pain on the right sciatic notch, and sinusitis. The patient received a s1 joint block. On (B)(6) 2008; (B)(6) 2009 the patient presented back and leg pain. On (B)(6) 2008 the patient underwent a functional capacity test which reported the patients work capabilities as limited. On (B)(6) 2008 the patient presented continued back and leg pain. Per the doctor's notes on a review of a previous functional capacity exam, the patient was considered incapable "of doing anything but the most sedentary types of activities". The patient received a s1 joint injection. On (B)(6) 2009 the patient presented with pain. A MRI was conducted which demonstrated a decrease in disc bulging at l3-4 since the last study. The spondylosis, facet arthropathy and post-surgical change at l4-5 and l5-s1 had not really changed appearance. At l4-5 there was some enhancing scar tissue around the thecal sac. On (B)(6) 2009 the patient presented with right radicular pain and complained of pain in lower back, right hip, and anterior and lateral thigh right leg pain increasing with walking, standing and sitting. Imaging showed some lateral recess stenosis at l4-5. The patient stated they "were not able to do anything at all". The patient also presented with depression. A previous CT was reviewed which showed fusion across l4-5 levels. An emg suggested right l5 radiculopathy. Per the doctor's notes the patient had three pain syndrome: low back pain, right groin crease pain and right buttocks pain that radiated posterolateral leg in l5 distribution. On (B)(6) 2009 the patient presented with pain in the back midline and bilaterally (right worse than left) with referred pain to right buttocks, the anterior aspect of the right hip, and anterior aspect of the right thigh and lateral aspect of the right thigh. On (B)(6) 2009 the patient presented pain in the area around the right s1 joint. The doctor's note mentioned a previous emg which showed evidence of l4/5 radiculopathy. The patient received a right s1 injection. On (B)(6) 2009 the patient presented pain radiating down the right leg. The patient reported having fallen from a porch. The patient also presented right buttocks pain with a large ecchymotic and indurated area. X-ray did not show an ischial tuberosity or any other pelvic or hop fracture. On (B)(6) 2011 the patient presented with low back and right hip pain. A MRI of the right hip showed minimal narrowing of both hip spaces. A MRI of the lumbar spine demonstrated there are changes of anterior fusion involving l4-l5. A disc spacer was in place within the l4-l4 disc space and appeared appropriately positioned. Surrounding metallic hardware was also noted. There was some surrounding reactive marrow edema that also appears similar with the prior examination. The lumbar elements were normal in height and alignment. L2-l3 showed minimal disc bulge. There was minimal facet arthropathy. No spinal canal narrowing. No foraminal narrowing. Stable. L3-l4: small circumferential disc bulge. Mild facet arthropathy. No spinal canal narrowing. Mild narrowing of both foramina. Stable. L4-l5: changes of anterior fusion was again noted. Broad posterior disc bulge extended about 3.0-4.0 mm beyond the posterior margin of the vertebral column. Mild to moderate facet arthropathy. These changes caused some narrowing of the lateral aspects of the spinal canal where there could be some impingement upon the traversing l5 nerve roots. No central canal narrowing. Mild narrowing of both foramina but no compromise of the exiting l4 nerve roots. Stable. Ls-51: moderate sized circumferential discbulge. Mild to moderate facet arthropathy. No spinal canal narrowing. Mild narrowing of both foramina. On (B)(6) 2011 the patient presented pain and underwent a emg nerve study of the right leg which showed evidence of denervation in the right tibialis anterior, peroneus longus, extensor hallicus longus, and extensor digitorum brevis muscles, and suggested the presence of l4-5 radiculopathy on the right side. On (B)(6) 2011 the patient complained of back and right leg pain. It was noted that the patient had surgery the week before (reportedly: l4-5 decompression laminectomy, right sided medial facetectomy and foraminotomy - unknown date). A rs-lso brace for lumbar spine wsa ordered. On (B)(6) 2012 the patient presented low back pain and sciatica. From (B)(6) 2012 the patient underwent physical therapy sessions. On (B)(6) 2012 the patient presented intractable pain and pain throughout physical therapy. The patient had a tens unit from (B)(6) 2012. On (B)(6) 2012 the patient presented back pain. A lumbar spine MRI demonstrated disc bulging l2-3; disc bulging and bilateral neural canal narrowing l3-4; disc bulging, post-operative changes and bilateral neural canal narrowing l4-5; and disc bulging l5-s1.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 CT head no spinal pathology noted. On (B)(6) 2008 lumbar CT anterolateral plate noted across l4/5 with two large screws in each vertebra consistent with olif procedure. The more anterior l5 screw is broken. Spacer does not appear to have significant bridging bone across l4/5. Plate is quite proud off of the l4 body. On (B)(6) 2008 hip x-ray ap and lateral right hip films appear absolutely normal. On (B)(6) 2008 lumbar x-rays three views of lumbar area showing anterolateral plate and spacer. Plate is on the left. Bridging bone cannot be verified. On (B)(6) 2008 pelvic us no comment.